Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records, complaint history and the analysis of the returned device were reviewed. Due to the condition of the returned device (clip not returned and coupler stuck inside the compression coil), the difficult to deploy and reported noise could not be replicated in a testing environment. Further investigation of the difficult to deploy suggested that there were no issues with the coupler threads which would have prevented the clip from properly unthreading from the coupler during the procedure. Potential causes for difficulty deploying the clip can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, difficulty in deploying the clip may be influenced by patient anatomical morphology and patient disease state (such as such as anatomical morphology/pathology, resulting in increased tension on the device), unintended curves on the device or user technique (such as not returning the arm positioner to neutral prior to deployment). A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint-handling database for this lot identified no other incidents reported for difficult/unable to deploy the clip or noise. Based on the information reviewed, a definitive cause for the reported events in this case could not be determined. There does not appear to be any evidence of a product quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, implanted mitraclip (x1). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is submitted to report the difficulty during deployment of the clip, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully. The second clip delivery system (cds) was advanced to the mitral valve. When an attempt was made to deploy the clip, the actuator knob was turned counter-clockwise 8 times, but when the delivery catheter was retracted, it became obvious that it was still attached to the clip, and the clip did not detach from the cds. Retraction was stopped. The actuator knob was turned approximately 4 more times to build force on the thread. The actuator knob was then gently moved back and forth. After approximately 5 minutes, a click was heard and the clip deployed. There was approximately a 20 degree turn on the delivery catheter handle for proper clip alignment. Two clips were implanted and the mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.